Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error on the insulin pump. She stated she was unable to clear the alarm. The blood glucose reading was 260 mg/dl. Customer stated the reason the blood glucose was elevated was because she had been in a lot of pain. She did not remember any significant events that may have led up to the alarm. Nothing further was reported.